Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Lot #rd20091114 (test cassette). The customer reported that an asymptomatic patient scheduled for surgery produced a strong positive result on the accula sars-cov-2 test. The doctor did not believe the patient's positive result. The sample was recollected and the test repeated. Repeat testing produced a negative result. No delay. Surgery staff collected samples. No sample confirmation sent. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.